Event description:
¿This involves 2 catheters used on the same pt. (B)(6) 2023. Both lot#11478664. Argon l cath. From the inserter: both catheters were difficult to pull back stylet harm to patient was new PICC had to be attempted. Both piccs are in the same bag so only one shipping box is needed¿.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Two opened samples were returned for review. Visual inspection found evidence of use with the presence of dried bodily fluids on the catheter tubing. One catheter was returned with the stylet removed, therefore a functional analysis of the reported issue could not be conducted. The other catheter was returned with the stylet partially removed. A kink was observed on the portion of the stylet that was removed. Visual inspection also found a kink near the end of the catheter tubing. This damage would result in the reported resistance issue. Functional testing confirmed resistance when trying to remove the stylet. Therefore, this complaint will be confirmed for one device. The most probable cause for the damage to the stylet that resulted in the reported issue of resistance was most likely due to an event within the user environment. The customer mentioned the stylet was difficult to remove. The IFU states. If resistance or bunching of the catheter is encountered, stop stylet withdrawal. Then withdraw both the catheter and stylet together about one inch, repeat priming with saline, and try removing the stylet again. Repeat this procedure until the stylet is easily removed. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely due to an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for reoccurrences.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿This involves 2 catheters used on the same pt. 10/28/23 both lot#11478664 argon l cath from the inserter: both catheters were difficult to pull back stylet harm to patient was new PICC had to be attempted both piccs are in the same bag so only one shipping box is needed¿.

Manufacturer narrative:
UDI related data quality updates only.